Event description:
It was reported that during a hip arthroscopy the tip dislodged from the probe. The surgeon recovered the dislodged piece.

Manufacturer narrative:
This is a confirmed duplicate of mdr0002936485-2014-00276 originally submitted on 4/25/2014. The codes provided are duplicated from that record, but please refer to previous filing for further details.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a hip arthroscopy the tip dislodged from the probe. The surgeon recovered the dislodged piece.